Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "the tubing disconnected from the catheter." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.